Event description:
It was reported that the device stopped pacing while attached to the patient. Device was disconnected and returned for evaluation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the external pacemaker including the redel adapter was subjected to an extensive analysis. Within this analysis the device was visually, mechanically and functionally inspected. The quality documents associated with this device were re-investigated. The review of these quality documents did not show any deviation. During the functional analysis the clinical observation could not be confirmed. The external pacemaker was subjected to a long-term stimulation test. This test did not reveal any irregularities. The device worked as expected. The ability of the external pacemaker to sense cardiac signals as well as to deliver anti-bradycardia therapy was tested and proved to be fully functional. All measurement results were within the specifications. During the visual and mechanical inspection of the external pacemaker and the redel adapter, damaged housing parts were found. The damaged housing parts were replaced. In conclusion, the clinical observation could not be reproduced. The device worked according to specification. Nevertheless, damaged components were found and replaced. The visual, mechanical and functional analysis revealed no indication of a material or manufacturing problem.